Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
The reporter contacted animas alleging that the up arrow button of her pump was sticking and getting worse. The reporter mentioned that the button was not clicking or springing back as usual. The reporter denied an exposure of the device to water.